Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited low out of range pacing impedance measurement. The field representative reported no noise was exhibited. This ra lead remains in service. No additional adverse patient effects were reported.